Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the customer reported problem. The fse repeatedly tested the iesu and the error m-11 recurred as the system started. The fse replaced the iesu to resolve the problem. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The iesu was analyzed and failure analysis investigation confirmed and reproduced error c-34 on start and error m-11 on system activation. The iesu was placed on an in-house system and was run in normal mode.

Event description:
It was reported that during a da vinci-assisted rectopexy surgical procedure, the system had an error m-11 from the integrated electrosurgical unit (erbe/iesu). Prior to calling technical support, the customer had power cycled the system and iesu two times but the problem still persisted. The customer used a medtronic iesu to continue with the perocedure. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the system functionality was initially checked with no errors present. The customer power cycled the system and iesu two times but the problem still persisted. The customer used a medtronic iesu. The procedure was completed robotically.